Event description:
It was reported that during the hip surgery, when the surgeon was picking up the tab of the exeter v40 stem, the tab was torn.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.